Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "system fault 36" was duplicated and attributed to a faulty integrated circuit on the analog board. The customer's report of "defib and pacer disabled" was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.